Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient called in for assistance during a hyperglycemic event with a blood glucose level of approximately 400 mg/dl. The patient stated that they had noticed their blood glucose trending high and, about 45 minutes prior to the call, had replaced both the supplies and the infusion set. The patient did not observe any issues with the device, supplies, or infusion site upon removal. During the call, the patient reported that their blood glucose had already begun to decrease, suggesting that the new infusion set was functioning properly and insulin was being delivered. The patient also disclosed that they had made four meal announcements in an attempt to address the elevated blood glucose. The agent explained the difference between correction dosing and meal announcements and noted that two announcements were made before the infusion set change¿these would not have taken effect¿while two were made afterward. Due to the combination of these announcements and the ongoing correction process, the agent advised the patient to monitor their blood glucose closely and remain disconnected from the device for approximately one hour to prevent hypoglycemia. At the end of the initial call, the patient¿s blood glucose was 316 mg/dl. The patient confirmed that their blood glucose had been affected by the issue, reaching a high level and remaining above 180 mg/dl for approximately three to four hours. No device alerts for prolonged hyperglycemia were reported. The patient did not use external back-up insulin, did not perform ketone testing, and did not receive professional medical care or other assistance. The only symptom reported was a headache that was resolving. During a follow-up call, the patient¿s blood glucose was trending downward at 219 mg/dl with a downward arrow. The agent advised the patient to reconnect to the device and continue monitoring to avoid potential hypoglycemia, and the patient was instructed to call back if another high or low glucose event occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.